Manufacturer narrative:
Detailed analysis of the setscrew and broken wrench tip was performed. The broken wrench tip in the df-setscrew was spiraled in the direction of turning the setscrew up. After removing the broken wrench tip, the df-setscrew was confirmed to be stuck in the up position. Technicians attempted to loosen the setscrew using a calibrated torque watch, which measures the amount of force required to loosen the screw. At 18 inch ounces, the setscrew still could not be loosened. Ultimately, the technicians were able to loosen the setscrew using a guidant model 6942 bi-directional torque wrench and a side loading rotational technique. The setscrew now moved freely.

Event description:
Boston scientific crm received information that this device was explanted due to the patient's condition and was replaced with a cardiac resynchronization therapy defibrillator (crt-d). Upon receipt, visual inspection noted a wrench tip broken off in the df-port.